Manufacturer narrative:
It was reported that the ventilator generated four technical error codes while it was connected to a patient. The technical error codes indicate software error, expiration channel failure, communication error and turbine module failure. The control printed circuit board (pcb) was replaced according to the recommendations in the service manual and returned for investigation. No further issues have been reported. The evaluation of received device logs confirms a single occurrence of the reported technical error codes on january 26, 2021, the reported date of event, and a stop of ventilation. A visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator. Four pre-use checks passed and simulated use test ventilation ran for six days without issues. The conclusion is that the reported problem could be confirmed in the received device logs but not during laboratory tests. What caused the problem could not be determined, the returned control pcb worked as expected during the investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated four technical error codes while it was connected to a patient. The technical error codes indicated a turbine module failure, a software error, an expiration channel failure and a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).